Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address high metal levels. Took out asr cup and head. Doi: (B)(6) 2006; dor: (B)(6) 2018; right hip.

Event description:
After review of medical record, patient was revised to address mechanical complication of right hip replacement. Patient experienced pain, elevated metal ion and MRI scan showing fluid collection. Radiographs stated with some radiolucent line on the acetabular component. Revision notes stated that upon entering the hip joint, further fluid was encountered as well as metallic-stained tissue and debris. A thorough wide synovectomy was performed to remove any metal-stained tissue. The external rotator repair, although scarred, was intact. The trunnion had evidence of trunnionitis, but no obvious damage. There was minimal bone loss. Removed cup, head, and sleeve. Surgical pathology report stated that synovial tissue with dense fibrosis, foreign body material, and associated histiocytes with fibrinoid debris.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased and bone injury.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.